Manufacturer narrative:
Once the sample is received an investigation will be completed. The results will be sent to you through an additional MDR.

Event description:
PICC dressing was lifting and changed- noted there was leaking from nutricath 2fr line at about 30cm mark. Line was inserted 12/3 and this was 4th dressing change since insertion- when removed for leaking. Had been changed earlier that day also.

Event description:
PICC dressing was lifting and changed- noted there was leaking from nutricath 2fr line at about 30cm mark. Line was inserted 12/3 and this was 4th dressing change since insertion- when removed for leaking. Had been changed earlier that day also.

Manufacturer narrative:
The investigation summary is as follows: we received the catheter as the faulty sample. At 25 cm, the catheter tube was placed in a loop and presumably secured with skin adhesive. The attempt to flush the catheter with water was successful, and leakage was detected proximal to the 30 cm mark. Microscopic examination revealed an approximately 0.2 mm tear, likely caused by mechanical damage. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, forceps or scalpel) during dressing change 3. Alcohol-based disinfectant. Although the customer indicated that iodine was used as a disinfectant, the IFU also specifies: - "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectant. This may irreversibly damage the catheter". A review of the component batch history records was performed, and no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked as part of quality control process. Corrective action: investigation indicates that the issue was likely due to the mechanical damage. Additionally, the customer reported that the catheter functioned as intended for one week before the leakage occurred, we do not believe the defect is manufacturing related. Any manufacturing issues that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by quality management at this time.